Event description:
Customer complaint: biomedical engineer called about a patient incident 2 days after event date, involving a sirecust 1281 beside monitor. Patient was paced and system was monitoring nbp and ECG. Users describe a drop in pressure, but system did not alarm. Also the system continued to count ECG. System was brought into the biomed lab and continues to cycle continuously.